Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg); bg value and cause unknown. Reportedly, customer consumed carbohydrates to treat low bg. Recommendation was made to consult with a healthcare provider to discuss bg.